Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate anti tachycardia pacing and high voltage shock therapy. Upon review of ventricular fibrillation episodes stored on merlin.net, it was noted that the patient experienced a short run of ventricular fibrillation due to inappropriate programming. Programming changes were discussed. No further information was reported.

Event description:
New information received stated that the device was reprogrammed.